Event description:
The customer reported a malfunction alarm with code malf 16, which was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged to replace the pump under warranty, and the customer planned to use multiple daily injections as a backup therapy. The customer was instructed on how to store the pump and agreed to return it with a pre-paid label.